Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported she was a nurse. The patient reported the skin has broken out in the middle of her back under both therapy pads. The patient described the irritation as raised bumps. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. Support services was able to provide recommendations for caring for the irritation and send an additional garment. The medical outcome of the rash is unknown as follow up attempts were unsuccessful. Reporting out of abundance of caution. Supplemental report 9/30/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported she was a nurse. The patient reported the skin has broken out in the middle of her back under both therapy pads. The patient described the irritation as raised bumps. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. Support services was able to provide recommendations for caring for the irritation and send an additional garment. The medical outcome of the rash is unknown as follow up attempts were unsuccessful. Reporting out of abundance of caution.